Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. Before deploying a contralateral leg component in the left side, an angiography showed a dissection in the left common iliac artery. Reportedly, it was most likely due to a guidewire, but involvement of sheath could not be completely denied. The dissected site was within the planned treatment area; therefore, no additional treatment was given. After all the planned devices were placed, an angiography showed a type ib endoleak in the right side. It did not disappear even after balloon inflation. Therefore, an unplanned embolization for the right internal iliac artery was performed, and another contralateral leg component was placed. The treatment area was extended into the external iliac artery and the endoleak disappeared. The patient tolerated the procedure. Reportedly, both the common iliac artery was calcified and was in a poor condition. The reporting physician commented as follows: (1) when advancing a guidewire in the left side, resistance was felt in the common iliac artery, so the dissection probably occurred at that time. (2) although both common iliac arteries were short (2 cm or less), the endoleak was unexpected.

Manufacturer narrative:
Added g3/g4, h1/h2, h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2023-01668 was submitted in error and is hereby retracted.